Event description:
It was reported that the patients ipg was having difficulty charging as the ipg was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 years ago from the date the manufacturer was made aware.